Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the universal side manipulator (usm) arm 3 moved unintentionally. The customer received phone assistance from the technical support engineer (tse). The tse confirmed that usm arm 3 was unassigned. Tse reviewed the system logs and confirmed no related errors. The tse informed the customer of possible cause could be due to arm moved with clutch release. The user completed with the procedure using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The tse reviewed the system logs and confirmed no related errors. The tse informed the user that a possible cause could be due to several causes and one of them may be an arm issue with clutch release. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.